Event description:
It was reported that after the patient underwent non-device related surgery, the pulse generator exhibited backup vvi. A user download was unsuccessful and there was loss of capture. The patient was in poor health and with a heart rate in the thirties. After surgery, the patient became septic and passed away. The cardiologist did not believe that the patient's death was device related. The pacemaker was buried with the patient. Exact date of death unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.